Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an unknown implant duration due to aortic stenosis and insufficiency. The patient initially presented with shortness of breath and acute heart failure. The tavr procedure was performed with a 20mm 9755rsl transcatheter valve with a post catheter gradient of 1mmhg.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an approximate implant duration of 15 years due to aortic stenosis and insufficiency. The patient initially presented with shortness of breath and acute heart failure. The tavr procedure was performed with a 20mm 9755rsl transcatheter valve with a post catheter gradient of 1mmhg.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The device history record (DHR) was not reviewed as the device serial number was not provided. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.